Event description:
Paramedics arrived at scene of code. Pt was in v-fib and shocked at 200 w/s and into asystole. Epinephrine and atropine given. CPR continued. Pt went into v-fib and was shocked at 300 w/s. Went into a slow ventricular rhythm then v-tach with pulses. Monitor failed while attempting to cardiovert v-tach and pt went into v-fib. Air ambulance arrived and assumed care. Batteries were recharged and still unable to get monitor up. New battery applied and could still not get monitor up.